Event description:
Baxter pump batteries part number 35223 have a tendency to fall out from the contact pins against the pump and cause pump shutdowns when operating on battery power, erasing patient medication/infusion history and leaving a variety of patient harms throughout hospitals across the country.